Event description:
A customer observed negatively biased qc results using vitros valp reagent on a vitros 5,1 fs chemistry analyzer. Pt results were reported during the time of the event, however, there was no allegation of harm. This report corresponds to ortho clinical diagnostic inc.

Manufacturer narrative:
Investigation into this event found that the user was not handling reagent packs and quality control fluids as recommended by the vitros valp reagent instructions for use. The customer was advised of proper reagent and qc fluid handling procedures and no further qc shifts were observed. The most likely root cause of the event is user error caused by a failure to adhere to quality control fluid handling protocols as recommended by the products instructions for use.